Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had low pacing impedances of less than 200 ohms. This activated lead safety switch. Stored episodes were observed due to noise. In bipolar configuration, no sensing and no capture was observed. There is no indication of intervention.